Event description:
This case refers to pt # 14 of 14 : based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient previously had two surgical interventions and was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 18 months of implantation an echo showed the patient had signs of aortic thickening and abscess. The patient required surgical intervention and a cabrol homograft was implanted.